Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was use errors, which occurred at 18:06pm on (B)(6) 2019 in association with the replacement of the reagent in bottle 12 (ipa). The facts indicate that the reagent in bottle 12 (ipa) was replaced during execution of a tissue processing protocol; and that the manual replacement process was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. Replacing a reagent during execution of a protocol is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips which states: "ensure that no protocols are running or loaded" in the section entitled leica peloris reagent replacement - manual; and the leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Bottle 12 (ipa) scheduled for use in the first clearing step of the "10 hr breast protocol" started in retort b at 16:15pm on (B)(6) 2019 was not in contact with the corresponding sensor for approximately six (6) seconds at 18:06pm on (B)(6) 2019 during execution of this protocol, which is not sufficient time to replace the reagent. The station properties were reset at 18:06pm on (B)(6) 2019 with a user affirming in the instrument software that the ipa concentration in bottle 12 was to be set to the default concentration of 100%. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. However, the ipa concentration in bottle 12 remained as 94.9% because bottle 12 had not been removed from the instrument for sufficient time to replace the reagent. Replacing a reagent during execution of a protocol is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips which state: "ensure that no protocols are running or loaded" in the section entitled leica peloris reagent replacement - manual. However, the quality of tissue processing from the "10 hr breast protocol" started in retort b at 16:15pm on (B)(6) 2019 would not have been adversely impacted, because the reagent stations scheduled when the "10 hr breast protocol" was started in retort b at 16:15pm on (B)(6) 2019 remained unchanged. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled with the reagent station with the lowest (in-threshold) concentration of a reagent group or type being selected for the first step using that reagent group or type; and reagent stations of increasing concentration used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 12 (ipa) was used for the final clearing step of the following protocols: the "factory 2 hr ipa free biopsy" protocol started in retort a at 18:07pm on (B)(6) 2019; the "6 hr breast protocol" protocol started in retort a at 21:02pm on (B)(6) 2019; the "factory 2 hr ipa free biopsy" protocol started in retort b at 09:07am on (B)(6) 2019 and the "factory 2 hr ipa free biopsy" protocol started in retort b at 12:08pm on (B)(6) 2019. As the minimum final reagent concentration required for ipa is 95%, the quality of tissue processing from each of the four (4) protocols detailed would have been adversely impacted. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint of "underprocessed specimens, 2 runs". The complainant advised that bottle 12 (ipa) had been reset; two (2) breast biopsies required re-processing; tissue was mushy; a two (2) hour run comprising 15 cassettes was affected with no further information currently available. On (B)(6) 2019, the leica applications specialist - core histology (fss) provided telephone support to the laboratory. The fss documented that the quality of tissue processing was found to be satisfactory following replacement of the reagent in bottle 12; the affected tissue samples had been re-processed and all were diagnosable; and no additional support was currently required by the complainant. On (B)(6) 2019, the fss documented information that the tissue samples from all cases involved in this event were diagnosable. (This information was received by leica biosystems (B)(4) on (B)(6) 2019.)